Event description:
It was reported that the pt's interstim device was removed due to infection. The pt experienced redness, swelling, and pain at the device pocket site. A culture was taken from the device pocket which revealed gram positive cocci. IV antibiotics were administered, the total device system explanted, and the infection resolved.